Event description:
It was reported that after using one shot a clip came down from the second and it was taken out. The aeo5ml was taken out of the patient's body and reloaded, the two were not loaded. Afterwards, I used a manual clip to complete the surgery. The clips were discarded without passing them down.

Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and with the rotation tab bent. No clip was in the first position of the channel. The sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. First, the trigger cycle was completed. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. No clip fired on the first attempt. Another attempt was made and this time, a clip was unable to load properly into the jaws. Resistance was felt during the trigger pull. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another in the channel. The proximal end of the feeder was bent due to the clip stacking. The sample was received with 3 clips remaining in the channel, indicating that 12 clips were fired by the end user. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue. Reference file (B)(4) for investigation photos. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "loading issue" was confirmed based upon the sample received. One device was returned with the rotation tab bent and no clip in the first position of the channel. Upon functional inspection, no clip fired on the first attempt. On the next attempt, a clip was unable to load properly , and resistance was felt during the trigger pull. The sample was disassembled , and it was found that the clips were out of position and stacking on one another. The proximal end of the feeder was bent due to the clip stacking. The clip stacking prevented the clips from loading properly into the jaws. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73f1800728 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that after using one shot a clip came down from the second and it was taken out. The aeo5ml was taken out of the patient's body and reloaded, the two were not loaded. Afterwards, I used a manual clip to complete the surgery. The clips were discarded without passing them down.